Event description:
Adverse event(s): "low intraocular pressure" (no code available); "vision decreased" (vision, impaired); "choroidal detachment" (no code available). Product problem(s): "shunt explanted due to low intraocular pressures" (excess flow or overinfusion [shunt]). A nurse reported that a shunt was removed due to the patient having low pressures. In a f/u, the surgeon reported on the first postoperative day, the patient's intraocular pressure (iop) was 0-2 mmhg. The patient was taken back to surgery, but no wound leak was appreciated. The shunt appeared to be draining "robustly". The shunt was repositioned. The pt's iop remained low following the reposition procedure and the pt developed choroidal detachment. The pt was returned to the operating room and the shunt was removed. Following removal of the shunt, the iop has returned to normal, but the pt's vision remains decreased.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been one other complaint reported in the lot number. Add'l info was requested on 08/05/2010, 08/09/2010, 08/12/2010, 08/13/2010, and 08/23/2010 by phone, fax and mail. A completed questionnaire was received on 09/01/2010. (B)(4).